Event description:
International customer reported that the device did not drain enough fluid two days following unspecified surgery. No adverse patient consequences were reported.

Manufacturer narrative:
Date sent to the FDA: 06/27/2008. The product upon which this medwatch is based is anticipated. Once the product is received any further information derived from the evaluation will be submitted in a supplemental 3500a form.